Manufacturer narrative:
Additional information received: it was reported that the dissection of the aortic neck is healing, and the right common iliac artery is in good condition. Follow-up CT imaging showed no evidence of endoleak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film analysis conclusion: the reported deployment issues were confirmed on the provided imaging. Removal difficulties were also observed during attempts to extract the device. There were no obvious anatomical characteristics, such as significant vessel tortuosity or calcification, that could be associated with these events. The cause of the deployment issue could not be determined from the images. The suprarenal stents were deployed following deployment of three covered stents. Per the endurant ii/iis instructions for use (IFU), suprarenal stent deployment is demonstrated after placement of the main body stent graft and contralateral gate. Product analysis the device was received fully deconstructed. A sentrant sheath was loaded on the device on receipt of the device. The stent graft had been deployed and was received alongside, with a segment of vessel entrapped. The stent graft underwent additional decontamination to remove the biological material, no deformation was evident to the graft. Deformation was evident to the deconstructed delivery system components, however no deformation was evident to the screwgear threads. The graft cover had been cut prior to receipt of the device. Necking/deformation was evident to the graft cover. Deformation was evident to the distal end of the graft cover. Deformation evident to the spiral member. No deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The deployment resistance was first observed after the re-slide technique was attempted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The iliac dissection was repaired by a surgical grafting anastamosis and implant of a non-medtronic viabahn device. The cause of the dissection was noted to be an anchor pin. It was confirmed that patient status could not be provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis ten videos and 8 still images were received for analysis depicting the procedure. Disassembly of the delivery system on the operating table can be observed, followed by advancement of a sentrant sheath over the wire and attempts to retract the delivery system into the sheath. Deployment is not captured, however the stent graft is deployed, and images to extract the deployed stent from the patient. A section of vessel is entrapped on the suprarenal strut. A dissected vessel segment was retrieved alongside the stent graft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An esbf2514c103ee stent graft was intended to be implanted during the endovascular treatment of a 50.4mm aaa. It was noted that it was a simple case with straight neck and enough landing zone for neck and both cia. It was reported that during the index procedure the physician used a non-medtronic wire and positioned the esbf2514c103ee through rcfa and used a sizing pigtail for angiogram through lcfa. The physician aimed at the lra as proximal landing zone. It was easy to deploy the first 3 segment of the main body. The physician used re-slide technique for better seal of the top segment with three stents released and then deployed the bare stent. The re-slide technique was used in order to avoid losing 2-3mm landing zone and the bare stents were deployed at this time in order to land precisely where required just below the renal. However when attempting to deploy the 4th segment, the markerband didn't move. The physician tried to deploy by using the trigger or screw gear then pull back the trigger and fully retract the slider. The physician pulled back the trigger with force and the proximal stent was pulled in to the aneurysm. During the deployment, it was noticed that the outer sheath of the main body was moving out from the patient but the proximal markerband was still on the 4th segment. A fracture was considered but upon disassembling the handle no fracture was found on the outer sheath including the part in the patient body. It was noted that the sheath looked elongated and stretched. The physician tried to cut the outer sheath and to pull the outer sheath until it was removed. After 3 times, the device was cut and disconnected from the handle part. The physician tried to use 20fr sentrant to re-sheath the mainbody. When sentrant reached 4th segment of the bifurcate, the physician tried to remove the bifurcate in the sentrant. Then the outer sheath was pulled out, the distal part stent was deployed in sentrant. There was resistance felt on this deployment of the distal part. The entire bifurcate was removed from the patient. The device/delivery system was fully removed which caused an intimal dissection in the iliac artery and another esbf25 was implanted as treatment. The iliac dissection was repaired by grafting and a non-medtronic stent graft. A dissection noted between the sma and renal wasn't resolved. The device and device packaging was inspected prior to use with no issues noted. No additional clinical sequalae were provided and the patient is fine.